Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to a lesion. The device could not cross the lesion d ue to strong resistance. It was noted on withdrawal of device that the tip was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 9th proximal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent damage is most likely procedural related. Failure to deliver stent and stent deformation. Deformation problem. Conclusions: stent damage is most likely procedural related. Failure to deliver stent and stent deformation. (B)(4).